Event description:
It was reported that during a procedure involving a transcatheter aortic valve, the valve was loaded by certified staff, and a good load was confirmed through a fluoroscopic check. However, after three attempts to deploy and recapture the valve, an infold was observed. A new valve and catheter were used to successfully complete the procedure with good results. Additional information was received to report the recapture feature was used due to repositioning for optimal implant placement. Per the physician, the calcification present in the valve annulus contributed to the infold in the valve frame. A procedural delay occurred in order to load a different valve and system for the case.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f code was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway rpa lab loaded inside the delivery system. The valve was deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar, submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the outflow crown exhibiting an elliptical appearance and inflow displaying a reniform appearance. As received, all leaflets appeared partially closed with a gap between the free margins. All leaflets were slightly dry with moderate flexibility. Leaflets exhibited severe creases and imprints; tissue conditions possibly associated with the valve being in the loaded state for an unknown duration of time. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded; however, the valve appeared to retain a compressed state around the inflow. It is possible the compressed state may be associated with the valve being in the loaded state, inside the delivery system, for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. There was no evidence of frame kinks or bends after warm saline submersion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012519885); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve, the valve was loaded by certified staff, and a good load was confirmed through a fluoroscopic check. However, after three attempts to deploy and recapture the valve, an infold was observed. A new valve and catheter were used to successfully complete the procedure with good results.